Manufacturer narrative:
The customer had previously observed imprecision with calibration but the issue had been resolved through service including: alignment of sample and reagent probes, cleaning the luminometer, changing all consumables including acid, base, cuvettes, wash1, tips, and priming the system and checking the washing of the system. The limitations section of the instructions for use states the following: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a nonreactive (negative) advia centaur cp sars-cov-2 igg (scovg) result for a patient that was considered discordant when compared to the reactive (positive) repeat result and the clinical history of the patient. The initial result was reported and questioned by the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg result.

Manufacturer narrative:
MDR 1219913-2021-00390 was filed on july 22, 2021. August 18, 2021 - additional information. Calibration data was provided and reviewed. Advia centaur cp scovg lot 715008 invalid calibration due to high cvs and patient imprecision observed. The customer service engineer (cse) went onsite and checked alignment and replaced all the consumables in the machine (acid,base,wash1,cuvette,tips,water). The cse performed primes of all liquid consumables and ran calibration with new kit and calibrator. The calibration after service was valid. Data for only one patient sample was provided. The account is no longer running the assay on their advia centaur cp. No further troubleshooting can be performed. Based on the information provided, no product non-conformance was identified. No further action is needed. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results.